Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a total abdominal hysterectomy, with approximately five to six more bites of tissue to take until the doctor was done removing the uterus, the closing trigger on the device instrument became stuck. The doctor attempted to open the jaws by squeezing the trigger but the device would not open. The doctor tried pressing the cut button, then squeezing the trigger and the jaws did not open. The doctor used suture and scalpel to cut around the device to remove the device from tissue. The procedure was completed using clamp, cut and tie. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93r0x. Investigation summary: the device was returned with jaws locked but in good physical condition, with no apparent damage. There was dried tissue noted in the jaws and the knife trigger was depressed. The knife partially extended into the jaws. The device was visually inspected; jaws were found to be conforming and jaw gap was within specification. The jaw gap was measure and functional testing was performed after the device was forced open. The device was tested on the generator and passed all functional and mechanical testing. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). The knife was advanced and returned unaided every time. No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. The device was dissembled to ensure that the knife mechanism was as assembled correctly. During disassembly, the knife retracted back, the knife trigger returned to its original position and the jaws opened up. Upon closer investigation of the jaws and the knife track, dried pieces of tissue were noted in the crotch of the device and the knife track. The knife mechanism was assembled correctly and advanced and returned with no issues. No other mechanical or component issues were noted. There was no damage to the knife or the jaws however excessive amount of dried tissue was noted. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.